Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The product sample or additional supporting materials from the account were not available for analysis. It has been documented within the quality systems that the sample or additional supporting material was received at a medtronic facility. Unfortunately, after contacting the last known location and an exhaustive search, the sample could not be located. The sample has been deemed lost. A comprehensive examination could not be performed, because the returned sample was not received in a state that allowed full functional or visual assessment. It was reported that when the patient was placed in a prone position, the flank sensor had no difficulties with the readings. The reported issue was not confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during use, when the patient was placed in a prone position, the flank sensor had no difficulties with the readings. But when the patient was placed in a supine position, it would go back to giving intermittent readings. It was also stated that the readings were lower than expected. There was no patient injury.